Event description:
Call received from reporter with complaint of a stryker hip replacement system that was implanted in his spouse on (B)(6) 2024. Approximately one week post-implant, the hip (left side) dislocated out of it's socket (posteriorly) and his wife had to be taken to the emergency department via ambulance for repair and care. This same situation happened approximately two months later on christmas day where again; she was transported by way of emergency response to the hospital for care. Her muscles and tendons in her hip and leg were torn and injured when this happened. On (B)(6) 2025, reporter's wife had a revision surgery to explant the device and re-implant a new device and receive musculoskeletal repair on the injured hip and limb. She is presently continuing to heal and is using crutches for ambulation. Reporter was inquiring about if the device was recalled and was provided instruction on how to locate this information.